Event description:
Patient presented to the physician with pain when moving their neck. Physician examined the neck area and found scar tissue, and a lead wire had looped. Physician brought the patient into the or, untangled the stimulation lead wire, and closed.